Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter: occurred during a laparoscopic sleeve gastrectomy. While resecting the stomach the surgeon pressed the green button and squeezed the handle and the stapler was unable to fire. In order to complete the case a new handle was used. Patient status is alive, no injury.